Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Investigation is complete. This report is being submitted as an initial final report. Product review of the zimmer skin graft mesher serial number (B)(4) by zimmer biomet surgical on 21 november 2019 revealed the ratchet was broken when received and there was a carrier stuck in the device. Further evaluation on 5 may 2020 revealed a sample mesh passed. The ratchet did not ratchet as intended. The device history record (DHR) review was unable to be performed as the DHR associated with this device is not available. This device was manufactured prior to may 2009 where it was identified a robust DHR indexing and handling process was not in place. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event can be confirmed.

Event description:
It was reported that the mesher had a jammed piece of plastic. No further information provided. At product evaluation investigation the ratchet did not ratchet as intended. No adverse events were reported as a result of this malfunction.